Event description:
A ventilator was returned to the manufacturer for foam remediation. The device was not in patient use. During the final evaluation the device powered on and operated, as it should. However, the repair evaluation documented error codes and complaints: serial communication not responding. Review of the event log reveals a cell undervoltage error occurred. No repair was performed. The unit is not needed for inventory, and it will be scrapped.